Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pacemaker mediated tachycardia (pmt). Patient was having a false pmt and was having a sinus tachycardia with orthostatic blood pressure changes. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pacemaker mediated tachycardia (pmt). Patient was having a false pmt and was having a sinus tachycardia with orthostatic blood pressure changes. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created due to the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pacemaker mediated tachycardia (pmt). There were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.